Event description:
Initial info was received on (B)(6) 2011 from a female consumer. This (B)(6) consumer used the (B)(4) toothbrush and experienced coughing and wheezing. In addition, she was found to have spots on her lungs. She began using the toothbrush (B)(6) 2011 and experienced coughing and wheezing each time she used it. The events would last while brushing and for a few minutes afterwards. She used the toothbrush three to four times before discontinuing, at which point the events ceased. She saw her doctor for a routine physical on (B)(6) 2011 and mentioned the events. He ordered a chest x-ray, which revealed some spots on her lungs. He also ordered a chest cat scan and the preliminary results showed suspected stage 4 lung cancer. He then ordered a full body pet scan to find the origin of the suspected disease. On (B)(6) 2011, she underwent the procedure which revealed non-cancerous lung nodules. The doctor wanted another chest cat scan performed in three months, but had not scheduled a date. At the time of this report, the consumer had recovered. This case is referenced as (B)(4).